Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years and two months later post filter deployment, a computed tomography of urogram was performed for low back pain and hematuria. The study showed that inferior vena cava filter was noted. After two years and a computed tomography of chest was performed for shortness of breath. The study showed that inferior vena cava filter tip appears to be slightly migrated through the posterior wall and struts are also somewhat migrated through the inferior vena cava wall. After five months, an x-ray hip was performed for right hip pain. The study showed that linear metallic foreign body measures 2.5 cm seen to the right of the l4 vertebral body. An x-ray lumbar study was performed for chronic low back pain which showed inferior vena cava filter was noted. After eight months, a computed tomography of abdomen and pelvis was performed for fragmented inferior vena cava filter. The study showed that inferior vena cava filter was noted without significant change in position just below the level of the right renal vein. Therefore, the investigation is confirmed for the alleged filter detachment. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter strut detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years and two months later post filter deployment, a computed tomography of urogram was performed for low back pain and hematuria. The study showed that inferior vena cava filter was noted. After two years and a computed tomography of chest was performed for shortness of breath. The study showed that inferior vena cava filter tip appears to be slightly migrated through the posterior wall and struts are also somewhat migrated through the inferior vena cava wall. After five months, an x-ray hip was performed for right hip pain. The study showed that linear metallic foreign body measures 2.5 cm seen to the right of the l4 vertebral body. An x-ray lumbar study was performed for chronic low back pain which showed inferior vena cava filter was noted. After eight months, a computed tomography of abdomen and pelvis was performed for fragmented inferior vena cava filter. The study showed that inferior vena cava filter was noted without significant change in position just below the level of the right renal vein. Therefore, the investigation is confirmed for the alleged filter detachment. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter strut detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.